Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, lab: 11.0. Date: (B)(6) 2014, inratio: 1.9, lab: 14.0. Time between tests on (B)(6): unk. Therapeutic range: unk. Patient had some petechial hemorrhage under the eyes (not severe). The patient was given vitamin k injection based upon the venous lab result of 14.0. The patient was not hospitalized. Coumadin dose was stopped on (B)(6) 2014. Coumadin dose was changed to 2.5mg and started on (B)(6) 2014. (B)(6).

Manufacturer narrative:
Investigation pending.